Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent separated from the delivery system. The extremely calcified and stenotic lesion was not predilated adequately, contrary to instructions for use, the stent delivery system was pushed into the lesion, and stent separation resulted. Upon removal of the delivery system, it was noted that the stent was not located on the delivery system. An intraaortic balloon pump was inserted and reopro was administered. A computer axial tomography scan was performed in an unsuccessful attempt to locate the stent. One day later, the intra aortic balloon pump was removed and the stent was found on the tip of the catheter. Reportedly, the pt was stable 6 days post procedure.